Event description:
It was reported that while anesthesia tube has kinked and ventilation was interrupted. They repositioned the tube and set the kinked part straight. They did not need to change the tube and operation was still successful. There was no injury.

Manufacturer narrative:
Other, other text: all information related to this complaint was sent to the supplier. A product sample was received for evaluation and was forwarded to the supplier for analysis. Should additional information be returned pertinent to the investigation a supplemental report will be filed.